Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of internal organs"), genital haemorrhage ("heavy bleeding") and rheumatoid arthritis ("rheumatoid arthritis") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, depression, dyspnea, cough, polyarthritis and fibromyalgia. Concomitant products included alprazolam (xanax), folic acid from 2012 to 2017, gabapentin from 2012 to 2017, methotrexate from 2012 to 2017, naproxen sodium (aleve) and prednisone from 2012 to 2017. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced limb discomfort ("toes spreading apart/ right pinky finger bent"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), alopecia ("hair loss"), tooth loss ("tooth loss"), feeling hot ("hormonal changes describe: facehair; body would overheat"), oedema peripheral ("lower extremity edema"), hirsutism ("hormonal changes describe: facehair; body would overheat"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infections"), vulvovaginal mycotic infection ("infection (other) describe: yeast"), depression ("psychological or psychiatric condition: depression"), rash ("rashes or skin conditions type: skin rashes"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea,"), tooth disorder ("dental problems"), nervous system disorder ("neurological conditions or problems type: neurological issues"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), eye pain ("vision/eye problems type: eye pain"), keratitis ("inflammation of cornea"), fatigue ("fatigue,"), weight decreased ("weight gain / loss specify which one: weight loss"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"), vitamin d deficiency ("vitamin d deficiency"), myalgia ("myalgia in back muscle and neck"), peripheral swelling ("swelling in hands"), the first episode of amnesia ("memory loss"), the second episode of amnesia ("memory loss"), abscess limb ("abscess on left leg"), foot deformity ("flat foot"), chest pain ("chest pain"), arthralgia ("arthralgia of hand"), inflammation ("inflammation") and hypersensitivity ("allergies worsened"). The patient was treated with surgery (partial hysterectomy with removal of the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, genital haemorrhage, rheumatoid arthritis, abdominal pain, alopecia, tooth loss, feeling hot, oedema peripheral, hirsutism, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vulvovaginal mycotic infection, depression, rash, migraine, headache, nausea, tooth disorder, nervous system disorder, dysmenorrhoea, dyspareunia, vaginal discharge, eye pain, keratitis, fatigue, weight decreased, gastrooesophageal reflux disease, vitamin d deficiency, myalgia, peripheral swelling, the last episode of amnesia, abscess limb, foot deformity, chest pain, limb discomfort, inflammation and hypersensitivity outcome was unknown. The reporter considered abdominal pain, abscess limb, alopecia, arthralgia, chest pain, cystitis, depression, dysmenorrhoea, dyspareunia, eye pain, fatigue, feeling hot, foot deformity, gastrooesophageal reflux disease, genital haemorrhage, headache, hirsutism, hypersensitivity, inflammation, keratitis, limb discomfort, menorrhagia, migraine, myalgia, nausea, nervous system disorder, oedema peripheral, peripheral swelling, rash, rheumatoid arthritis, tooth disorder, tooth loss, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vitamin d deficiency, vulvovaginal mycotic infection, weight decreased, the first episode of amnesia and the second episode of amnesia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Hysterosalpingogram - on an unknown date: confirmed full occlusion and proper placement. Most recent follow-up information incorporated above includes: on 24-jul-2018: pfs received - new event "allergies worsened' was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of internal organs"), genital haemorrhage ("heavy bleeding") and rheumatoid arthritis ("rheumatoid arthritis") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, depression, dyspnea, cough, polyarthritis and fibromyalgia. Concomitant products included alprazolam (xanax), folic acid from 2012 to 2017, gabapentin from 2012 to 2017, methotrexate from 2012 to 2017, naproxen sodium (aleve) and prednisone from 2012 to 2017. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), alopecia ("hair loss"), tooth loss ("tooth loss"), feeling hot ("hormonal changes describe: facehair; body would overheat"), oedema peripheral ("lower extremity edema"), hirsutism ("hormonal changes describe: facehair; body would overheat"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infections"), vulvovaginal mycotic infection ("infection (other) describe: yeast"), depression ("psychological or psychiatric condition: depression"), rash ("rashes or skin conditions type: skin rashes"), migraine ("migraines"), headache ("headaches,"), nausea ("nausea,"), tooth disorder ("dental problems"), nervous system disorder ("neurological conditions or problems type: neurological issues"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), eye pain ("vision/eye problems type: eye pain"), keratitis ("inflammation of cornea"), fatigue ("fatigue,"), weight decreased ("weight gain / loss specify which one: weight loss"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"), vitamin d deficiency ("vitamin d deficiency"), myalgia ("myalgia in back muscle and neck"), peripheral swelling ("swelling in hands"), amnesia ("memory loss"), blood creatine phosphokinase increased ("memory loss"), abscess limb ("abscess on left leg"), foot deformity ("flat foot"), chest pain ("chest pain"), skin discolouration ("toes spreading apart/ right pinky finger bent"), arthralgia ("arthralgia of hand") and inflammation ("inflammation"). The patient was treated with surgery (partial hysterectomy with removal of the essure devices). Essure was removed on 31-mar-2017. At the time of the report, the uterine perforation, genital haemorrhage, rheumatoid arthritis, abdominal pain, alopecia, tooth loss, feeling hot, oedema peripheral, hirsutism, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vulvovaginal mycotic infection, depression, rash, migraine, headache, nausea, tooth disorder, nervous system disorder, dysmenorrhoea, dyspareunia, vaginal discharge, eye pain, keratitis, fatigue, weight decreased, gastrooesophageal reflux disease, vitamin d deficiency, myalgia, peripheral swelling, amnesia, blood creatine phosphokinase increased, abscess limb, foot deformity, chest pain, skin discolouration and inflammation outcome was unknown. The reporter considered abdominal pain, abscess limb, alopecia, amnesia, arthralgia, blood creatine phosphokinase increased, chest pain, cystitis, depression, dysmenorrhoea, dyspareunia, eye pain, fatigue, feeling hot, foot deformity, gastrooesophageal reflux disease, genital haemorrhage, headache, hirsutism, inflammation, keratitis, menorrhagia, migraine, myalgia, nausea, nervous system disorder, oedema peripheral, peripheral swelling, rash, rheumatoid arthritis, skin discolouration, tooth disorder, tooth loss, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vitamin d deficiency, vulvovaginal mycotic infection and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Hysterosalpingogram - on an unknown date: confirmed full occlusion and proper placement most recent follow-up information incorporated above includes: on 16-apr-2018: pfs+mr: new events: hirsutism, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, fungal infection, depression, rheumatoid arthritis, rash, migraine, headache, nausea, tooth disorder, nervous system disorder, dysmenorrhoea, dyspareunia, vaginal discharge, eye pain, keratitis, fatigue, weight decreased, gastrooesophageal reflux disease, vitamin d deficiency, myalgia, peripheral swelling, amnesia, blood creatine phosphokinase increased, abscess limb, foot deformity, chest pain, oedema peripheral, skin discolouration, arthralgia, inflammation were added. Reporter, patient demographic information, concomitant diseases, product stop date, concomitant products added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of internal organs") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), alopecia ("hair loss") and tooth loss ("tooth loss"). The patient was treated with surgery (partial hysterectomy with removal of the essure devices). Essure was removed in (B)(6) 2017. At the time of the report, the uterine perforation, genital haemorrhage, abdominal pain, alopecia and tooth loss outcome was unknown. The reporter considered abdominal pain, alopecia, genital haemorrhage, tooth loss and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed full occlusion and proper placement. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.